Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with food. The customer reported a flushed drive support cap. Troubleshooting was provided. The product will return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery tests. The drive support disk was inspected and no damage or anomaly noted. (B)(4).